Event description:
The customer reported the 9600 system displayed intermittent saturation fault messages. The hex screws on the climax coupler were also stripped out due to the previous field service rep using the wrong tools to fix the unit. No pt injury was reported.

Manufacturer narrative:
Error code displayed. The customer replaced the x-ray regulator pcb, replaced x-ray generator driver pcb, replaced climax coupler. The system operates as intended.